Event description:
It was reported that the customer received a power source alert while using the tandem-provided wall charging adapter resulting in the pump shutting down. Reportedly, the customer was able to successfully charge the pump using an alternate wall adapter. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The elevated bg was addressed by a correction injection via manual insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.